Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer¿s blood glucose level was in the 90 mg/dl range. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.